Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This patient was enrolled with a non dysplastic barrett's esophagus high grade dysplasia (2 cm). After a primary focal ablation, mild stricture was noted and the patient complained of mild dysplasia when he presented to endoscopy, a benign appearing, intrinsic stenosis measuring less than 1cm was found. Dilation was successfully performed. The patient's symptoms were resolved with no stricture or dysphagia. Per the physician, the severity of this event was mild and relationship of the event to the device procedure was possible and there was no device malfunction.